Manufacturer narrative:
Additional information received: it was confirmed that 1 day post the index procedure the patient showed symptoms and hb had dropped. The physician decided to complete and aortogram which showed etlw1616c156ee had shortened causing a type ib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that a type ib endoleak was observed on final angiogram at the end of the index p rocedure, as the distal landing zone fell short due to vessel tortuosity. Ballooning of the distal landing zone was performed, and the endoleak subsequently resolved. It was noted that measurements were taken with a market pigtail catheter prior to deployment, indicating an approximate length of 14-15 markers. Based on these measurements, the etlw1616c156ee device was selected. However, during deployment, the effective length was reduced as the device followed the outer curvature of the vessel, which was affected by significant tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the pre-implant CT findings are consistent with the anatomical characteristics described in the previously reviewed pre-operative im aging report that contributed to the reported type ib endoleak, in particular the presence of a markedly tortuous and aneurysmal right common iliac artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak was confirmed on the films provided, however the cause of this event could not be conclusively determined. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms taken during the implant procedure were not provided therefore the deployment and positioning of the endurant stent graft could not be assessed. Complete post-operative cts were also not provided for review; therefore, a thorough assessment of the stent grafts in-vivo configuration could not be performed. It is likely anatomy as reported, contributed to the ib endoleak. The right iliac artery was noted to be aneurysmal and tortuous with a diameter up to 38mm reported. As a result sufficient coverage and complete aneurysmal exclusion was not achieved during the implant. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 75mm fusiform aaa and iliac aneurysm. The aneurysm was showing signs of impending rupture. During the index procedure, the internal iliac arteries were embolized, the left main body etbf2514c124ee was implanted and extended with etlw1624c124ee (total length covered 218 mm with 3 stent overlap) while on the right side a etlw1616c156ee limb was implanted (total length covered 241 mm with 3 stent overlap). It was said the etlw1616c156ee landed in the external iliac but one day post the procedure it was noted via aortography that this limb had shortened resulting in a ib endoleak. A extension limb etlw1616c124ee was then implanted to treat the ib endoleak. Per the physician the cause of the ib endoleak was anatomy, it was said the right iliac was aneurysmal and due to this the 156 limb had not provided sufficient coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.